Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio 2meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began around ¿ (B)(6) 2015¿. The patient reported obtaining inaccurate high blood glucose results of ¿145,126 and 109mg/dl¿ on the subject meter compared to ¿70 and 71mg/dl¿ on a ¿freestyle¿ meter, the results were obtained less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with oral medications diet and exercise. On ¿ (B)(6) 2015, at night¿ the patient stated that he took less food and/or drink in response to the blood glucose readings he obtained. The patient denied he developed any symptoms and on ¿april 30, 2015 morning time¿ he took telephone advice from a health care professional (hcp) to ¿contact his insurance for a meter replacement¿ at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. The test strips were stored correctly, within their expiry date and the test strip vial was intact. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿s accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.